Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test, and occlusion test due to motor error alarm. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and was stuck in the loop. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was 340 mg/dl. During troubleshooting, customer did not receive second series of beeps and numbers did not appear on the screen. After troubleshooting, customer was advised that insulin pump would need to be replaced.